Manufacturer narrative:
Bec cts (customer technical support) assisted the customer with troubleshooting and found the hgb gain was adjusted to the maximum limit (255). The customer declined service stating that they were awaiting service from their local biomedical engineer. A clear cause for this event could not be determined.

Event description:
A customer contacted beckman coulter (bec) to report erroneous low hemoglobin (hgb) results on five (5) finger stick samples generated by a coulter act diff analyzer. The patients were drawn via venipuncture and run on a reference instrument where hgb was considered correct and reported out. The erroneous low hgb results are shown in the attachment. Only one hgb result displayed an instrument generated flag. Corresponding correct results from the reference lab were not provided by the customer.